Event description:
The pt reported he has had 6-8 insulin infusion sets leak at the luer lock connection in the past 7-8 weeks which has caused elevated blood glucose readings of 260-350 mg/dl. He discovered the leads when he checked his infusion sets after getting the high blood glucose readings. He stated his symptoms included blurry vision, loss of equilibrium, sleepiness, sweatiness, and a sense of not being well. The pt stated he corrected the elevated blood glucose by changing his insulin infusion set tubing and giving himself a correction bolus of insulin. He stated he did not keep any of the infusion sets to return. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.